Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via the manufacturer's representative (rep). It was reported that the patient was charging too often, indicating that with one of their devices, they had never been able to get the charge level above 50%. It was noted that patient had not recently been reprogrammed or switched to a new group. It was reported that the patient does increase their stimulation sometimes up to 5.1 on both sides and patient was at 4.3v on both sides on the day of the report. The rep had access to a clinician programmer and settings were as below. Left 1-2-c+, 4.3v, 120us, 130hz, 753 ohms right 11-c+, 4.3v, 150us, 1122 ohms = 11.5 days also ran calculations using 5.1v for both sides and 700 and 1000 ohms respectively = 9 days. Per the clinician programmer, patient showed typical coupling of 8 bars, typical duration of 0.4 hours and interval of 0.1 days. Patient charged daily, sometimes 2-3 times/day for about 30 minutes each time. It was recommended charging ins to 100% to increase time between charges. Patient usually started charging when ins was at 25% and charges up to 50% per statistics. It was reviewed with rep that patient likely won't get much beyond 50% if they charge for short durations. It was reviewed that patient could charge up to 100% and then try their present charging strategy and just use the top 50% of the battery. No further troubleshooting was needed with the discussed information, the rep would review this information with the patient. The patient's other device was charging fine. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported that their ins would not hold a charge and the patient needed to charge more often. The patient reported that this was first noticed about a month ago. The patient reported that they used to only need to charge the ins once a week and now needed to charge it every day. No patient symptoms were reported. No further patient complications have been reported as a result of this event.